Manufacturer narrative:
It was noted samples received: ten (10) samples were received; four (4) in new conditions inside their closed original packaging from p/n 67sp040 l/n 33926962, one (1) in used conditions from p/n 67sp045 l/n 3917995 without its original packaging and five (5) in used conditions from 67sp055 3926963 without its original packaging. Visual inspection: visual inspection was performed at 12? Under normal lighting to received units, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Functional test: samples were filled with 5cc of air according to mp bivona tt-tj130 rev. 102 ? (Wi-mfg/inspect instructions) in order to see if there was any functional problem. Results: when we inflated the sample 1, 2, 3,4,5,7, 9 and 10 with air, the cuff only inflated one side. According to the IFU (10018853-001 rev.100 - IFU - pedi/neo tts (pnt)) we manipulated the pilot balloon and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. However, cuff from sample 1,3 and 5 sees asymmetrical. When we inflated the sample 7, the pilot ballon inflated but all the air was stuck it. According to the IFU (10018853-001 rev.100 - IFU - pedi/neo tts (pnt)) we manipulated the pilot balloon and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. By last, sample 8 inflated without problems. Functional test: air cuff symmetry test was performed to the units according to mp bivona tt-tj130 rev. 102 ? Wi-mfg/inspect instructions and av-10006853 rev. 101 - leak testing and cuff symmetry visual aid. Cuff symmetry fixtures were used (ID: 13.2684-40 due: 02/21) , (ID: 13.2684-45 due: 02/21) and (ID: 13.2684-55 due: 02/21). When we measured the cuffs, the percentage for the symmetry was for sample (B)(4). The results from sample 1 and 3 are below (B)(4) that is the minimum acceptable. Based on the test, the units 1 and 3 are out spec. The complaint is confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff not evenly inflating. Cuff sticking to the plastic molded container. No patient injury reported.